Event description:
It was reported that during a da vinci procedure, the jaws of the maryland bipolar forceps instrument were misaligned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .197 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the pitch down cable was broken and the cable segment that contains the crimp was missing from the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable found during failure analysis investigation could likely cause or contribute to an adverse event, if the malfunction were to recur.